Event description:
It was reported to philips by a customer that they need help viewing the alarm messages, due to unit alarming upon startup of the unit. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the unit gave error code 1102 (post) check vent: primary alarm failed. The biomed needed to know what needs to be ordered to potentially correct issue. The rse informed the biomed that he may need to replace speaker number one (mc pcba) or speaker number two (pm pcba) or the cpu pcba. The rse provided the biomed with part number for the cpu. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The service engineer replaced the cpu to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.